Manufacturer narrative:
Approximate age of device ¿ 4 years, 8 months. Manufacturers investigation conclusion: evaluation of the returned portion of the driveline confirmed damage that would have contributed to the events captured in the log file. Technical services personnel arrived onsite on 5/4/2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 13¿. Visual inspection of the driveline revealed gauze that was taped along the outer silicone jacket. Removal of the tape and gauze revealed approximately 6" of tears to the outer jacket beginning from the controller connector. Distal end bend relief separation from the controller connector was also observed. Electrical continuity testing revealed discontinuity on the yellow and green wires. The outer jacket was removed and visual examination of the bionate layer did not reveal any signs of damage. The bionate layer was removed and the metal shielding was completely broken down across the length of the driveline. Visual inspection of the wires revealed the green and yellow wires to be completely fractured at the controller connector. The fracture of the green and yellow wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline at this location. If the exposed conductors of the damaged wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the events captured in the log file. The heartmate ii operates on a three phase motor, where each phase is powered by two redundant wires. The green and yellow wires support phase 1. Simultaneous discontinuity of both wires at the area of fracture could also have resulted in the events captured in the log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the vad coordinator believed the patient may have had a fractured driveline because pump stops were noted during positional movement. The issue first appeared to be internal. The patient had an old controller and had previously taped up the driveline due to cosmetic repair. The patient secured the driveline to the controller housing with tape and said that if it was moved the device would stop. When the controller was re-positioned the pump alarmed and the patient felt the pump ¿flutter.¿ the patient was on batteries when this happened and the vad coordinator believed this to be a phase to phase short. The point of concern based on exam of the driveline is where the driveline entered the controller housing. The log files were sent for review and x-rays were obtained. The log file reviewed began on day 1722, hour 22, and 13 minutes and ended on day 1723, hour 11, and 31 minutes. There were noted pump stoppages and low speed hazard alarm events. This type of behavior was thought to be possibly linked to potential issues with the percutaneous lead and only appeared to have occurred while the vad was connected to the battery power. Because of this it was requested that the patient be kept immobilized until further investigation was completed. The x-ray images received appeared to show some stressed or shield separation at the controller connection. On (B)(6) 2019 tech services performed an external perc lead repair. The perc lead replacement was performed approximately 6 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. The replaced portion of the driveline was returned measuring approximately 13¿.